Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the provided picture identified the device had fractured at the tip. No further evaluation could be made from the provided picture. Part and lot identification are necessary for review of device history records, neither were provided. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no update to the prior event description provided.

Event description:
It was reported that the tip of the broach that connects the broach handle broke off while broaching. The threaded extractor was used to remove it. No product fell in the patient and the procedure was completed using another device. There is no additional information available at the time of this report.

Manufacturer narrative:
(B)(4). The device will not be returned for analysis as it¿s location is not known; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted